Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient power cables had some damage with intermittent advisory alarms. Log files were sent for review. The log files captured a few unusual power cable disconnect alarms when the patient was utilizing battery power. The alarms appeared to be a result of relative state-of-charge (rsoc) (battery data) invalid flags. It was recommended to exchange the patient's system controller and clean the patient's batteries and battery clips. It was communicated on 17apr2026 that the primary system controller ((B)(6)), backup battery ((B)(6)), and modular cable was exchanged on 19mar2026.